Event description:
The manufacturer recei ved information alleging half of a ventilator's lcd screen was black. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Evidence of physical damage to the lcd screen was observed. The device's lcd screen was replaced to address the issue.